Event description:
It was reported that device had a white blank screen and a beeping error code 46828 and 42221. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of the device found peeling downstream occlusion (dso) seal. This device has not been serviced in the past 12 months. Primary reported problem was verified by visual inspection. The cause is the printed wire assembly (pwa) board. The board was replaced to correct the issue. The device then passed all functional tests after the repair.